Event description:
It was reported that the patient presented to the emergency room with chest pain. Perforation was confirmed with diagnostic imaging. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.